Event description:
It is reported that the patient was revised due to dislocation and fracture of the articular surface.

Manufacturer narrative:
The components were evaluated and determined to be compatible. The revision surgical notes indicate that the patient suffered and aseptic loosening with articular surface fracture and mcl rupture. It is noted that the knee was doing well until the patient sustained multiple falls resulting in the mcl rupture and fracturing with dislocation of the articular surface. It is likely that the articular surface dislocated and was subsequently damaged as a result of the patient's fall and the instability that would have been created by the mcl rupture. The device history records were reviewed and found conforming. Visual examination of the returned articular surface shows significant wear and gouging. X-rays were not provided; therefore, the condition of the tibial plate, femoral component, and patella could not be evaluated.